Event description:
Had a supracervical hysterectomy (B)(6) 2005. Product interceed barrier placed over cervical stump, had feeling of crumpled up foil with razor places going inside of me during sexual relations with spouse, constant pelvic, abdominal pain off and on since interceed was placed in me during surgery on (B)(6) 2005.